Event description:
When I awoke during the night, I noticed my blood glucose was very high, so I programmed a bolus on my minimed 770g insulin pump and went back to sleep. This happened once more during the night and again after I awoke in the morning. My blood glucose never went below 400. I called my diabetes doctor's office and was told no one was there who could help me and I should go to the hospital. My husband took me to (B)(6) where I was diagnosed with diabetic ketoacidosis and admitted to the hospital. As a result of this, I learned what to do if my glucose level doesn't go down after an insulin bolus, and I was diagnosed with having a heart attack as a result of the high glucose levels. I was hospitalized for 4 days, was released, and went home. On two subsequent occasions, my pump stopped working without giving me any notice. I reported this to medtronic, was finally sent a replacement 770g pump, and I returned the defective pump to medtronic. I was told that I had to report a problem 3 times before a replacement pump would be issued. I have had no issues with the replacement pump. Test information can be supplied upon request.